Event description:
It was reported by the patient that one of their leads was not working and needed to be re-done. Follow-up information from the clinic indicates that at the two-week post-operative check it was noted that the right ventricular (rv) lead had diminished sensing and was found to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).